Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 16, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedures, and it revealed a tear on the anterior view, between the union of the shell and bladder. Microscopic examination was performed and the cause of the tear could not be identified. As the authorization form for examination was not received the product evaluation lab was limited to non-destructive testing, therefore, shell thickness measurement was not performed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, the process controls and data records collected for the deflated devices were within specification, therefore, the ruptures found are not able to be confirmed as manufacturing defects. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 600cc mentor artoura plus smooth high profile tissue expander placed experienced right sided deflation post procedure. As a result, replacement with unknown gel was performed on (B)(6) 2023.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on july 31, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).